Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a patient received tha on (B)(6) 2017 and subsequently underwent a revision surgery on (B)(6) 2017 due to acute infection. Head and liner were revised. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis, the device was discarded by the hospital. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificate was reviewed. The sterilization certificates confirm that the product was sterilized according to the specifications. Conclusion summary: according to the reported event head and liner of the tha were revised due to the infection after 2 months in-vivo time. No medical documents were received confirming the infection. Possible causes include wrong handling of device due to wrong information, packaging failure and reuse of the device which is only intended for single use. Gamma sterilization specification of the devices certify the suitability of sterilization. Sterilization certificates are reviewed. The sterilization certificates confirm that the products were sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, the IFU for endoprosthesis (B)(4) states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with a biolox delta, ceramic femoral head, m, 2/0, taper 12/14, on (B)(6) 2017 and underwent revision surgery (B)(6) 2017 due to infection.